Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('abnormal bleeding(general) / heavy bleeding') in a 29-year-old female patient who had essure (batch no. A6674-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"), 1 month 18 days after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (supra cervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, dyspareunia and back pain had resolved and the vaginal haemorrhage, menorrhagia, migraine, headache and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: coils were inserted sideways (right side) but doctors said it should not cause complications.. Most recent follow-up information incorporated above includes: on 3-jul-2019: update of information (batch is invalid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('in the same container are four fragments of metallic coil'), abdominal pain ('abdominal pain') and genital haemorrhage ('abnormal bleeding(general) / heavy bleeding') in a 29-year-old female patient who had essure (batch no. A6674-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vertigo, dizziness, diarrhea, tenderness, nausea, vomiting, pain in elbow, groin strain, pulmonary pain, pap smear abnormal, pelvic pain, abnormal uterine bleeding, paratubal cyst, multiparous and multigravida. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"), 1 month 18 days after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (diagnostic laparoscopy with bilateral,salpingectomy and removal of the essure device and endometrial and supra cervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, vaginal haemorrhage, heavy menstrual bleeding, migraine, headache and alopecia outcome was unknown and the abdominal pain, genital haemorrhage, dysmenorrhoea, dyspareunia and back pain had resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, migraine and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2013. There were 2 to 3 coils at each ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: coils were inserted sideways (right side) but doctors said it should not cause complications.; on (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('in the same container are four fragments of metallic coil'), abdominal pain ('abdominal pain') and genital haemorrhage ('abnormal bleeding(general) / heavy bleeding') in a 29-year-old female patient who had essure (batch no. A6674-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vertigo, dizziness, diarrhea, tenderness, nausea, vomiting, pain in elbow, groin strain, pulmonary pain, pap smear abnormal, pelvic pain, uterine bleeding, paratubal cyst, multiparous and multigravida. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"), 1 month 18 days after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (diagnostic laparoscopy with bilateral,salpingectomy and removal of the essure device and endometrial and supra cervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia, migraine, headache and alopecia outcome was unknown and the abdominal pain, genital haemorrhage, dysmenorrhoea, dyspareunia and back pain had resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2013. There were 2 to 3 coils at each ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: coils were inserted sideways (right side) but doctors said it should not cause complications.; on (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received:" event in the same container are four fragments of metallic coil added and made medically significant and intervention required due to surgery." Reporter, medical history, auto narrative and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('abnormal bleeding(general) / heavy bleeding') in a (B)(6) year-old female patient who had essure (batch no. A6674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"), 1 month 18 days after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (supra cervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, dyspareunia and back pain had resolved and the vaginal haemorrhage, menorrhagia, migraine, headache and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: coils were inserted sideways (right side) but doctors said it should not cause complications. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs received : previously reported event "injury nos" was replaced with events: abdominal pain,genital bleeding,vaginal bleeding, menorrhagia, migraines, headaches, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), lower back pain and hair loss", events "dysmenorrhea (cramping), abnormal bleeding(general) / heavy bleeding, dyspareunia (painful sexual intercourse), lower back pain, abdominal pain" outcome updated to "recovered / resolved", product start date and stop date, reporter's information,lot number, patient's demographics were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.